Manufacturer narrative:
Additional information received on 09/22/2020: updated patient information, product lot, incident, implant, explant dates and investigation codes. This event is also captured under report 3010536692-2020-00091.

Event description:
Allegedly, while completing a site initiation for a clinical study, dr. (B)(6) mentioned he had seen his first aspectic loosening of our biofoam tibia product in one of this patients. He indicated he would complete a revision total knee arthroplasty ; however, it was not clear if the revision surgery has already been done or was going to be scheduled. Additional information received on 01/09/2020 from (B)(4): adding tibial base product number (etpl-b7sl). Confirmation of revision received. Additional information received on 09/22/2020 from (B)(4): adding product information , patient name , implant and explant date. Component not revised: evolution®mp fem cs/cr porous size 7 primary left product number: efsrp7pl lot number: 1576883.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, while completing a site initiation for a clinical study, dr. (B)(6) mentioned he had seen his first aseptic loosening of our biofoam tibia product in one of this patients. He indicated he would complete a revision total knee arthroplasty ; however, it was not clear if the revision surgery has already been done or was going to be scheduled.